Event description:
It was reported to nova biomedical that a consumer administered 8 units of insulin based on reading of 244 mg/dl obtained on their blood glucose meter. The consumer subsequently experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test, their test strips for integrity before use and transfers test strips from on vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for eval. The consumer has depleted the test strips used in this event.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.